Manufacturer narrative:
(B)(4). Report source was also checked as foreign and should not have been checked. Baxter contacted the patient on (B)(6) 2011. Therapy had been going fine since the event and there was no patient injury or medical intervention reported. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The product code is unknown therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. The sample availability is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed, and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3 of 6. The hp stated there was a leak in the supply line. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to contact their nurse. There was patient involvement. No injury or medical intervention was reported.